Manufacturer narrative:
Per visual inspection there were traces of moisture at the lcd board. The unit alarmed motor error during the basic occlusion test due to moisture damage to the force sensor resistor. The compromised force sensor system alarms could not be verified due to motor error alarms. The motor was tested outside of the device and passed. The unit had a cracked case at the display window corners, a cracked display window, cracked reservoir tube window corners, a cracked belt clip slot, and a cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a compromised force sensor system alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 155 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.